Event description:
The customer initially called to report a broken belt clip. During the call the customer reported he experienced high blood glucose of 425 mg/dl. Customer declined troubleshooting and stated he was high because he is taking different insulin because he wants to get his insulin lowered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.